Event description:
In the initial report it was stated that no injuries or procedural delays/cancellations were reported, however, procedural cancellations were reported by the user facility.

Event description:
The user facility reported that the unit was leaking steam and activated the sprinkler system. The fire department was dispatched to the facility. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician and service specialist arrived at the facility and was informed that an employee opened the door of the sterilizer after the unit aborted for "door open" thus releasing vapors and activating the facility sprinkler system. The technician inspected the unit including all door seals and found the unit operating to specification. The printer on the unit required replacement as a result of water damage from the activation of the sprinkler system. The technician was informed that the operator of the unit at the time of the event was unfamiliar with the facility's standard procedures for closing the sterilizer door. The employee stated that the door handle was not turned as far as it would go in order to ensure a complete seal. The renaissance sterilizer operator manual (2-8) states, "to close and lock door from open position-swing door closed by hand and rotate handwheel clockwise as far as it will go using normal hand pressure". The technician in-serviced the hospital staff on how to properly shut the sterilizer door as outlined in the operator manual while onsite.